Event description:
It was reported that the pump battery could not be charged. Reportedly the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose.